Event description:
It was reported by the rep that (3) lcsc5s were used during an unknown procedure. It was reported by the rep the device was applied to tissue. The tissue began to char, however the instrument did not cut. The instrument was discarded and an additional lcsc5 used. Again, the tissue charred and the instrument did not cut. The harmonic scalpel lcsc5 was discarded along with a new handpiece. A 3rd lcsc5 was now used on a new handpiece, again the lcsc5 charred tissue and did not cut. A 4th lcsc5 was then used and worked proficiently. No adverse pt outcomes noted.